Manufacturer narrative:
The customer performed replacement of the arc, probe prior to service inspecting the instrument. Service inspected the analyzer and a leak was found on the connection tubing of the heater, trigger_pre-trigger. Service cleaned and tightened the connection tubing and the issue was resolved. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending for the heater, trigger_pre-trigger and the arc, probe did not identify any trends. A review of tracking and trending for the architect i1000sr did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6), heater, trigger_pre-trigger or the arc, probe was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative architect stat high sensitivity troponin-I for one patient. The following data was provided (customer¿s normal range: 0.00 to 0.04 ng/ml): 04jul2021 sid (B)(6) initial result was <0.01 ng/ml, repeat on another architect = 4.87 ng/ml patient¿s previous results: 03jul2021: 5.97 ng/ml, 02jul2021: 3.63 ng/ml, 02jul2021: 2.22 ng/ml. No impact to patient management was reported.